Manufacturer narrative:
Added: d4 primary UDI number. Updated: d8, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported error 315 issue could not be determined, however, the issue was likely due to water leakage into the device during handling, damaging the electronic components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional event information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e315 error message. There were no reports of patient harm or injury.